Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed due to high threshold measurements which were suspected to be a result of left ventricular (lv) lead dislodgement. The lv lead had hardly moved on fluoroscopy. During the revision procedure, catheter issues were experienced and the lv lead was not smooth enough. Therefore, the lead was removed and replaced. No adverse patient effects were reported.